Event description:
It was reported that a cartridge alarm occurred during the load sequence and insulin delivery. Customer will continue to use the current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.